Manufacturer narrative:
Current relay used in basic care pcba becomes damaged over time causing the relay's trigger to melt and to 'stick' in the on position. Once the relay is stuck, the actuators will move without pressing the controller. The relay damage is caused by a few different reasons: unstable input power can send too much power into the relay causing the relay to have sparks and melt trigger. Quick use of the relay causes constant sparks, which is used too much, will cause damage and have the trigger melt. Note: under normal use, sparks do not appear. Corrective action: improve relay strength on basic care pcba.

Event description:
Information received indicates the bed experienced an unintentional movement of the head up function. The bed was in the retired cadre ward of (B)(6) hospital when the problem occurred. The patient was not injured. The issue has been isolated to the control box.